Event description:
It was reported that the patient experienced an altered mental status. The patient had an MRI 3 days prior and the pump was not read after the MRI. When the pump was read today the recovery showed up. The caller was unsure if the patient symptoms were related to the pump. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).